Event description:
The mapping catheter subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with an unknown lot number was returned and analyzed. Visual inspection of the loop segment area showed that the loop was kinked and twisted. In conclusion, the mapping catheter failed the return product inspection due to a kink/twist at the tip/loop of the pebax tubing. If information is provided in the future, a supplemental report will be issued.